Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. For any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible for the as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient correspondence: patient submitted maude report (mw-5040313). I had a depuy rotating platform knee installed. From the beginning, it was a difficult recovery, and I was in physical therapy for over a year trying to get more of a bend out of it. After I ended the pt, the knee continued to be swollen and painful and stiff. At around the three year mark, the knee began to buckle out on me randomly and painfully, after which I could not bear weight for a while. When this continued to happen, I went back to my surgeon. He sent me for an x-ray, and when he came into my examining room, he told me that I had his full attention, that the glue did not seem to be adhering anymore. He then ordered a full bone scan and blood work and scheduled me to come back in two weeks. When I came back two weeks later, he said everything looked fine on the scans. When I asked how that jibed with his x-rays findings two weeks prior, he shrugged and said that he didn't trust the tests anyway. Just the patient. And if I didn't like this device he could take it out and put in another one. I left feeling very confused and frustrated and definitely not inclined to undergo a total revision without a medical reason for the instability. I sought out a second opinion, and that surgeon suggested that I could benefit from the replacement of the polyethylene liner. Ultimately, I settled on a surgeon highly recommended by my physical therapist. In 2014, I as admitted for a polyethylene liner exchange and hip replacement on the same side (which I am certain was caused by years of knee trouble , but that is incidental, I know). When my surgeon opened the knee and barely tapped the femoral component of the rotating platform, the entire device fell apart! The surgeon cleaned me up, closed me up, and sent me home for three days of no weight-bearing. I returned to the operating room on 10/31/14, and I had a total revision done with stems, plus the hip replacement. When asked more about what had happened, the surgeon told me that there was virtually no glue at all on the metal but that my bone still had glue. He said he could literally have pulled the whole device out manually, it was that undone! Needless to say, I am very disappointed with the experience I have had with the fact that my recovery from the revision is so much better than the original implant tells me that there was something very wrong with my first device. I am curious about what could have happened if I hadn't followed my instincts and sought further consultation and treatment. What would that completely loosened device have done to me over time?

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. Medical records were received and reviewed. From a medical perspective, based on the information available to be reviewed in the medical records, it is not possible to determine if the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 08/10/2015 and 08/11/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised on (B)(6) 2014 to address pain and feelings of instability. Upon revision the femoral component was found to be loose. The part and lot information for the femoral component is being updated. The complaint was updated on: 09/04/2015.